Event description:
Reporter indicated that patient had severe pain during vns stimulation and device was unable to be interrogated. The patient underwent surgery where the vns therapy system was explanted. No records of diagnostic testing and attempts to obtain programming history were unsuccessful. The explanted generator has not been returned for product analysis.

Manufacturer narrative:
Device failure is suspected.